Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was having a catheter revision to replace the catheter, as it was pulled out of the spine. The revision was taking place on (B)(6) 2013. The pump was used to deliver dilaudid and fentanyl. Additional information has been requested, but was not available as of the date of this report.